Event description:
A report was received that the patient underwent a revision procedure wherein a lead was explanted due to high impedance. The high impedance suggested lead fracture. The patient was getting adequate coverage postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein a lead was explanted due to high impedance. The high impedance suggested lead fracture. The patient was getting adequate coverage postoperatively.

Manufacturer narrative:
Sc-2158-70 (sn (B)(4)) the complaint was confirmed. The lead has six fractured cables at the bent/kinked section of the lead body, 1 cm from the clik anchor set screw mark. There are no exposed cables.